Event description:
It was reported that arctic sun device would not fill. It was determined that the device had a failed circulation pump. No suction at left manifold port. They requested a quote for 2000 hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid.

Event description:
It was reported that arctic sun device would not fill. It was determined that the device had a failed circulation pump. No suction at left manifold port. They requested a quote for 2000 hour service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump motor. Test circulation pump was installed to fill. No suction at left manifold port. Circulation pump motor was replaced. The device underwent pm servicing while in for repair. Serviced the mixing pump and circulation pump. Replaced the heater lot 1831 with lot 2428. Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.